Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified right coronary artery. When removing the 2.75x24mm taxus liberte stent from the protector hoop the physician noticed the stent edge was lifted. The procedure was completed with a liberte bare metal stent. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4).